Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient¿s ipg failed to establish communication with external devices. A manufacturer representative met with patient and the ipg was deemed inoperable. Surgical intervention is pending to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.

Event description:
Additional information received identified that surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.